Event description:
This case was reported by a consumer and described the occurrence of mini stroke in a (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4) once daily for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). The pt said that she was a long time user of super poligrip. In (B)(4) 2005, the pt experienced not feeling right (unspecified), tingling from her facial area to her feet on her left side and knew she was having a stroke. The pt went to the emergency room and was admitted. The pt was hospitalised for five-seven days. She was diagnosed as having had a mini stroke. The pt reported that she received many medications and tests while in the hospital all of which she was unable to remember the names. She was discharged to home on clopidogrel (plavix) 75 mg per day and also had physical therapy and home health aides for three months. Treatment with super poligrip was continued. At the time of reporting, the events were resolved. The purpose of this contact was to inquire about the possibility of (B)(4) poisoning with the use of super poligrip. The consumer spontaneously mentioned that she had experienced a mini stroke in 2005 and was wondering if super poligrip was the cause.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).